Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the patient was moved to another room to complete the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that x-ray was not possible. Review of the system log files showed tube defect error message. Upon system troubleshooting, fse found that the pd.scomp wasn¿t outputting any voltage to the adu and defective 24 volt dc supply for ups interfaced with the xsc module in the generator. Fse replaced the defective pd.scomp.dcps_24v_12v_5v. After replacement system was returned to good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method code were corrected.

Event description:
It has been reported to philips that there was tube defect error and x-ray was not possible. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that exposure and fluoroscopy were not possible . Troubleshooting actions showed a problem with the power supply in the e cabinet. The fse replaced the faulty parts and returned the system to use in good working order.